Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen at the insertion site and was described as a red slash scar mark less than half an inch long. The patient also stated that the scare is not painful and is slowly fading. No additional event or patient information was provided.